Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the clips in the er320 instrument were coming out bent. A new er320 instrument was opened to complete the case. There was no consequence to the pt.